Manufacturer narrative:
Date of this report (B)(6) 2021

Event description:
It was reported that a filter was placed in the vein of the lower extremity of the patient where there was thrombus. When the filter was retrieved with the snare retrieval kit, the marker for visualization at the proximal catheter of the kit fell into the postcava wall of the patient, which could not be removed. The director of the hospital notified the patient of this event and future operation will depend on the conditions of the patient. It was reported that during a filter removal procedure, the marker allegedly detached. There was no reported patient injury.